Event description:
It was reported that the patient presented to the emergency room experiencing heart block and an arrhythmia due to the right ventricular lead dislodging. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).